Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were placed on 1-9-96 in sites #19 and #20 (class iii bone) during a routine procedure. The clinician reports that the reason for implant failure was due to a deep-seated bony infection (peri-implantitis) that did not respond to antibiotics or reparative/regenerative therapy. Implants were loaded, and were splinted together with other implants to form a unit bridge. Implants were removed on 5-29-97. Implant in site #19 fractured at the time of removal.